Event description:
It was reported that a patient presented with vibratory alert for high pacing impedance on the right ventricular (rv) lead. Device interrogation also revealed high capture threshold on the rv lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.